Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device expulsion ("rnigration of implant / migration of essure device (mitigation out of tube almost to cervix)") and ovarian neoplasm ("tumor on ovaries") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diverticulum nos, precancerous cells present (approximate date of treatment (B)(6) 2007), bleeding genital (approximate date of treatment (B)(6) 2008) and unilateral leg swelling (approximate date of treatment (B)(6) 2008). Concurrent conditions included overweight. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2015, the patient experienced anxiety ("acute anxiety") and depression ("depression"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), ovarian neoplasm (seriousness criterion medically significant), the first episode of alopecia ("hair loss / clumps of hair"), dental caries ("dental issues: dental cavities"), drug hypersensitivity ("allergies to medication"), food allergy ("food sensitivities"), intestinal cyst ("bladder or urinary problems or changes: intestinal cystitis worsened"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), tooth fracture ("dental problems; teeth cracking"), fungal infection ("multiple yeast infections"), alopecia areata ("alopecia: bald spots"), the second episode of alopecia ("hair loss: clumps of hair"), weight decreased ("weight loss") and uterine neoplasm ("tumor in uterus"). The patient was treated with surgery (had surgery to remove the essure, hysterectomy (full), oophorectomy (bilateral removal of ovaries)) and surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device expulsion, dental caries, anxiety, depression, fungal infection, alopecia areata, the last episode of alopecia and uterine neoplasm outcome was unknown, the drug hypersensitivity, food allergy, intestinal cyst, vaginal discharge, weight increased and tooth fracture had not resolved and the weight decreased had resolved. The reporter considered alopecia areata, anxiety, dental caries, depression, device expulsion, drug hypersensitivity, food allergy, fungal infection, intestinal cyst, ovarian neoplasm, perforation, tooth fracture, uterine neoplasm, vaginal discharge, weight decreased, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet received. Events added from pfs- allergic or hypersensitivity reaction (allergies to medication, food sensitivities), psychological or psychiatric problems condition (anxiety and depression), bladder or urinary problems or changes intestinal cystitis worsened, vaginal discharge, weight gain, bald spots, alopevia: clumps on hair. Concomitant disease, historical condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), fallopian tube perforation ("perforation of organs"), device expulsion ("reintegration of implant / migration of essure device (mitigation out of tube almost to cervix)") and ovarian neoplasm ("tumor on ovaries") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure tubal coil placement 2 weeks ago". The patient's past medical history included urethral diverticulum, precancerous cells present (approximate date of treatment (B)(6) 2007), bleeding genital (approximate date of treatment (B)(6) 2008), unilateral leg swelling (approximate date of treatment (B)(6) 2008) and vaginal bleeding. Concurrent conditions included overweight. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2015, the patient experienced anxiety ("acute anxiety") and depression ("depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), ovarian neoplasm (seriousness criterion medically significant), the first episode of alopecia ("hair loss / clumps of hair"), dental caries ("dental issues: dental cavities"), drug hypersensitivity ("allergies to medication"), food allergy ("food sensitivities"), cystitis ("bladder or urinary problems or changes: intestinal cystitis worsened"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), tooth fracture ("dental problems; teeth cracking"), fungal infection ("multiple yeast infections"), alopecia areata ("alopecia: bald spots"), the second episode of alopecia ("hair loss: clumps of hair"), weight decreased ("weight loss") and uterine neoplasm ("tumor in uterus"). The patient was treated with surgery (hysterectomy with bilateral fallopian tubes.) And surgery (bilateral oophorectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, ovarian neoplasm, dental caries, anxiety, depression, fungal infection, alopecia areata, the last episode of alopecia and uterine neoplasm outcome was unknown, the drug hypersensitivity, food allergy, cystitis, vaginal discharge, weight increased and tooth fracture had not resolved and the weight decreased had resolved. The reporter considered alopecia areata, anxiety, cystitis, dental caries, depression, device expulsion, drug hypersensitivity, fallopian tube perforation, food allergy, fungal infection, ovarian neoplasm, tooth fracture, uterine neoplasm, uterine perforation, vaginal discharge, weight decreased, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were reported via medical record: medical device monitoring error. Most recent follow-up information incorporated above includes: on 2-oct-2018: medical record- event novasure ablation and essure tubal coil placement 2 weeks ago was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), fallopian tube perforation ('perforation of organs'), device expulsion ('rnigration of implant / migration of essure device (mitigation out of tube almost to cervix)') and ovarian neoplasm ('tumor on ovaries') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure tubal coil placement 2 weeks ago". The patient's medical history included urethral operation in (B)(6) 2008, urethral diverticulum, precancerous cells present (approximate date of treatment (B)(6) 2007), bleeding genital (approximate date of treatment (B)(6) 2008), unilateral leg swelling (approximate date of treatment (B)(6) 2008), vaginal bleeding, breast lump, lumpectomy (breast cancer) ((B)(6) 2006 and (B)(6) 2017), loop electrosurgical excision procedure and unilateral leg swelling. Previously administered products included for birth control: birth controlpill from 2003 to 2007 and depo provera from 1994 to 2003. Concurrent conditions included hypertension since (B)(6) 2017 and overweight. Concomitant products included citalopram from (B)(6) 2017 to (B)(6) 2017, fesoterodine fumarate (toviaz) since 2014, lorazepam from 2014 to 2017, losartan and omeprazole since 2013. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal discharge ("vaginal discharge"), fungal infection ("multiple yeast infections"), alopecia areata ("alopecia: bald spots") and alopecia ("hair loss: clumps of hair") and was found to have weight decreased ("weight loss"). In 2009, the patient experienced dental caries ("dental issues: dental cavities") and tooth fracture ("dental problems; teeth cracking"). In 2011, the patient experienced drug hypersensitivity ("allergies to medication / allergy to vitamin") and food allergy ("food sensitivities"). In 2013, the patient experienced cystitis ("bladder or urinary problems or changes: intestinal cystitis worsened"). In (B)(6) 2015, the patient experienced anxiety ("acute anxiety") and depression ("depression"). In 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have ovarian neoplasm (seriousness criterion medically significant), weight increased ("weight gain") and uterine neoplasm ("tumor in uterus"). The patient was treated with surgery (hysterectomy with bilateral fallopian tubes and bilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, ovarian neoplasm, dental caries, anxiety, depression, fungal infection, alopecia areata and uterine neoplasm outcome was unknown, the drug hypersensitivity, food allergy, cystitis, vaginal discharge, weight increased and tooth fracture had not resolved and the alopecia and weight decreased had resolved. The reporter considered alopecia, alopecia areata, anxiety, cystitis, dental caries, depression, device expulsion, drug hypersensitivity, fallopian tube perforation, food allergy, fungal infection, ovarian neoplasm, tooth fracture, uterine neoplasm, uterine perforation, vaginal discharge, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Computerised tomogram pelvis - in (B)(6) 2017: essure migration. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical record: medical device monitoring error concerning the injuries reported in this case, the following one was reported via social media: drug hypersensitivity. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and social media was received. Concomitant drugs, medical history, historical drugs were added. Outcome for the event: hair loss was updated to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), fallopian tube perforation ("perforation of organs"), device expulsion ("rnigration of implant / migration of essure device (mitigation out of tube almost to cervix)") and ovarian neoplasm ("tumor on ovaries") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure tubal coil placement 2 weeks ago". The patient's medical history included urethral diverticulum, precancerous cells present (approximate date of treatment oct-2007), bleeding genital (approximate date of treatment (B)(6) 2008), unilateral leg swelling (approximate date of treatment (B)(6) 2008) and vaginal bleeding. Concurrent conditions included overweight. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2015, the patient experienced anxiety ("acute anxiety") and depression ("depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), the first episode of alopecia ("hair loss / clumps of hair"), dental caries ("dental issues: dental cavities"), the first episode of drug hypersensitivity ("allergies to medication"), food allergy ("food sensitivities"), cystitis ("bladder or urinary problems or changes: intestinal cystitis worsened"), vaginal discharge ("vaginal discharge"), tooth fracture ("dental problems; teeth cracking"), fungal infection ("multiple yeast infections"), alopecia areata ("alopecia: bald spots"), the second episode of alopecia ("hair loss: clumps of hair") and the second episode of drug hypersensitivity ("allergic to vitamins") and was found to have ovarian neoplasm (seriousness criterion medically significant), weight increased ("weight gain"), weight decreased ("weight loss") and uterine neoplasm ("tumor in uterus"). The patient was treated with surgery (hysterectomy with bilateral fallopian tubes and bilateral oophorectomy., hysterectomy with bilateral fallopian tubes. And bilateral oophorectomy.). Essure was removed on 19-sep-2017. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, ovarian neoplasm, dental caries, anxiety, depression, fungal infection, alopecia areata, the last episode of alopecia, uterine neoplasm and the last episode of drug hypersensitivity outcome was unknown, the food allergy, cystitis, vaginal discharge, weight increased and tooth fracture had not resolved and the weight decreased had resolved. The reporter considered alopecia areata, anxiety, cystitis, dental caries, depression, device expulsion, fallopian tube perforation, food allergy, fungal infection, ovarian neoplasm, tooth fracture, uterine neoplasm, uterine perforation, vaginal discharge, weight decreased, weight increased, the first episode of alopecia, the first episode of drug hypersensitivity, the second episode of alopecia and the second episode of drug hypersensitivity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - in february 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record: medical device monitoring error concerning the injuries reported in this case, the following one/ones were reported via social media: allergic to vitamins. Most recent follow-up information incorporated above includes: on 19-nov-2018: event allergic to vitamins added from social media post. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("rnigration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), tooth disorder ("dental issues") and pelvic pain ("pain"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, alopecia, tooth disorder and pelvic pain outcome was unknown. The reporter considered alopecia, device dislocation, pelvic pain, perforation and tooth disorder to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.